Event description:
Report received stating a suction swab separated into two pieces as a staff member was removing the device from the packaging. Reporter stated there was no patient involvement. Reporter provided a photo of the device that shows the two pieces of the device and a corner of the swab head missing. Device is available for return and additional information has been requested from the reporting facility.

Manufacturer narrative:
A preliminary evaluation of the provided photo and lot # 92718 was completed. The photo shows the suction swab separated into two pieces, which appears to have separated in the middle of the stick where the bend is located and a corner of the swab head missing. The lot number was evaluated and indicates passing results for all related in process quality checks. Awaiting return of the involved device for further evaluation.

Manufacturer narrative:
An evaluation of the provided photo and lot # 92718 was completed. The photo shows the suction swab separated into two pieces, which appears to have separated in the middle of the stick where the bend is located and a corner of the swab head missing. The lot number was evaluated and indicates passing results for all related in process quality checks. The return provided was evaluated and it was noted that the affected suction swab was not included, only the empty suction swab blister pack, corinz burst pouch and a suction toothbrush from a different manufacturer were included. The unsealed blister pack was evaluated and did not show any remnants of the swab or stick within the package or seal. A definitive root cause could not be identified.

Event description:
Report received stating a suction swab separated into two pieces as a staff member was removing the device from the packaging. Reporter stated there was no patient involvement. . Reporter stated the suction swab was snapped in two pieces by a colleague during a demonstration. Reporter provided a photo of the device that shows the two pieces of the device and a corner of the swab head missing. The reporter stated the device was returned; however, upon receiving the return it was noted that the suction swab was not present. Only a suction tooth brush from a different manufacturer, an empty suction swab package and the corinz burst pouch were included in the return. Although requested no additional information was provided.